Event description:
The pt went in for his one month check-up and upon interrogation with the clinician programmer the following message was displayed: "invalid setting (43); invalid settings have been detected; all settings will be cleared (0,0)". The device was working well with no issues prior to this. The (0,0) appeared at the start of each session with the exception of a (7,2) and a (7,1) that was displayed after charging for ten minutes. Multiple reprogramming sessions, the physician mode recharge power-on-reset, lead configuration change, ten minute recharging session, and different clinician and pt programmers were all tried without success; nothing corrected the issue. The device was replaced. The outcome is unknown. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.